Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 50 mm diameter x 100 mm long thoraco-abdominal aneurysm. The proximal thoracic neck was 25 mm in diameter and distal thoracic neck 30 mm in diameter. The patient has a history of dic syndrome and replacement of the aortic arch with an artificial blood vessel. Because the patient has dic, the stent graft was not connected to the artificial blood vessel during implant. No endoleaks were observed during the procedure, and the procedure was completed successfully. A type 3 endoleak was detected on a post-operative CT between the tf2828c116tj (see MFR# 2953200-2010-01657) and the tf3434c115tj (see MFR 2953200-2010-01658); however, it is unk if intervention was performed. The type 3 endoleak had disappeared during f/u. Furthermore, the patient had paraplegia in both legs on an unk date. Additionally, the patient has diminished renal function, and cannot have CT angiography; as the creatinine value is 4. The patient's condition also described as having an encephalopathic state. For dic, the values of fdp & d-dimmer are still higher than the standard value. The physician suspects that dic is coming from the thoraco-abdominal aneurysm. The physician expects the dic to resolve as the type 3 endoleak resolved. No add'l clinical sequelae were reported. Please note that the (B)(4) is not approved in the united states; however, it is similar to the tf3434c115ct and the tf3434c115x which are approved in the united states.

Manufacturer narrative:
(B)(4): eval results: (paralysis), (pre-existing condition with dic, previously replaced aortic arch, cancer patient), (stent graft used with an artificial blood vessel).